Manufacturer narrative:
The exact date of the event is unknown. The valve was not returned to edwards lifesciences for evaluation as it remains implanted. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. A procedural or post procedural bleed/hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. If transfusion and/or intervention is required to control/treat the bleeding, this is considered a serious injury. In this case, there was no allegation or indication a device malfunction contributed to the adverse events. Although the exact cause and source of the ¿bleeding¿ complication cannot be confirmed, investigation results suggest/indicate, in addition to the procedure itself, patient factors and co-morbidities may have contributed to the post procedural bleeding event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference to article: eitan, a., witt, j., stripling, j., haselbach, t., riess, f.c., schofer, j. (2018). Performance of the evolut-r 34mm versus sapien-3 29mm in transcatheter aortic valve replacement patients with larger annuli: early outcome results of evolut-r 34mm as compared with sapien-3 29mm in patients with annuli > 26mm. Catheterization cardiovascular interventions.

Event description:
As reported by our affiliate in (B)(4) and through an article, ¿performance of the evolut-r 34mm versus sapien-3 29mm in transcatheter aortic valve replacement patients with larger annuli: early outcome results of evolut-r 34mm as compared with sapien-3 29mm in patients with annuli > 26mm¿, between february 1, 2014 to august 19, 2017, 29mm sapien 3 valves were implanted in 55 consecutive patients and 34mm evolut-r valves were implanted in 37 consecutive patients. One patient was reported to have ¿life-threatening bleeding¿ while in the hospital post procedure. Details on the source of the bleeding and actions taken were not provided. Native annular diameters measured larger than 26mm by ccta or echocardiography. Lvot calcification was ¿not severe¿ in all patients.

Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.